Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced fluctuating high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was around 50 mg/dl, the lowest was 39 mg/dl. The customer corrected with the pump and orange juice. The customer also had high readings of over 200 mg/dl. The customer declined to troubleshoot for high and low readings. The insulin pump will not be returned for analysis.